Event description:
It was reported that during an arthroscopic procedure, the surfas probe was allegedly defect. This probe was used correctly and the function "cut" was used to cut the soft tissues. The probe didn't work well in terms of suction, so an additional probe was used to finish the procedure. However, the black film protection from the first probe was damaged. No other metallic piece broken from the bur and no additional surgical procedure/adverse consequence or serious injury occurred during & after the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Heat shrink (black insulation) damage was confirmed on the returned unit. The probable root causes for the reported condition can be associated, but are not limited to: non-conforming component: according to the device history record review, the lot was manufactured according to specifications. Poor assembly process: risk reduction measures and controls are currently in place at the manufacturing line to capture any possible insulation related condition, through 200% visual inspection of all serfas energy probes. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides the required protection to prevent any damage to the probe after manufacturing and packaging. In the case the probe is delivered to the customer with any damage on the tip or insulation, according to the user instruction, the unit must be discarded before use. Misuse: after performing the visual inspection on the returned unit, scratch wear marks and tearing of the insulation was observed. The marks observed are indicative that the unit must have been in contact with a pointy object or a sharp instrument (e.g. Cutter or shaver, hard tissue or bone) or that the unit could have been used as a tool for the mechanical displacement of tissue or bone, friction or scrapping with another hard object before it was fired, which can result in the damage observed and it is contraindicated as per user instructions for the serfas energy probes family. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during an arthroscopic procedure, the surfas probe was allegedly defect. This probe was used correctly and the function "cut" was used to cut the soft tissues. The probe didn't work well in terms of suction, so an additional probe was used to finish the procedure. However, the black film protection from the first probe was damaged. No other metallic piece broken from the bur and no additional surgical procedure/adverse consequence or serious injury occurred during and after the procedure.